Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation of the device will be performed by our bbm sales organization in (B)(4). When the results of the investigation are available, a follow up report will be submitted.